Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was cutting in and out. The procedure was completed using a different glidescope go system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the customer's glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported image failure. When connected to a known, good, test single-use blade, the cable intermittently failed to be recognized or displayed green static. However, the video image was normal when connected to a test video baton. The customer's smart cable failed verathon's device functionality testing. Upon completion of the evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.